Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred in a bipap a40 device. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation and review of the device error logs, it was identified that error e-150 was recorded, which indicates a program execution error. The ventilator inoperative condition was not duplicated. The device's main board was replaced to prevent reoccurrence. Additionally, the outlet flow path, right side assembly and flow path cover, as well as the blower and inlet foam kit were replaced as part of periodic maintenance. The unit was confirmed to be working properly after replacement.